Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 04-oct-2018. It was reported that crossing difficulties were encountered. Vascular access obtained via femoral artery. The concentric target lesion contained a bend >=90 degrees and was located in the mildly calcified left circumflex artery. A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion after multiple attempts. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element, mr, ous 3.50x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The stent was damaged at different locations along its entire length with stent strut rows lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.